Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27/aug/2018. Date received by manufacturer: 25/jul/2018. The customer replaced the gas delivery system (gds) assembly to address the issue with the ventilator. The gds was received for evaluation. Visual inspection of the device revealed no signs of damage or contamination found in the exterior of this unit. The data acquisition (da) printed circuit board (pcb) and oxygen (o2) solenoid were not installed on the gds. The gds assembly was installed to a failure investigation (fi) test ventilator. The fi test ventilator was powered up and tested. The reported condition was verified. The ventilator generated a low leak rebreathing risk alarm. The root cause was identified to be an air flow sensor electrical component.

Event description:
The customer reported low leak co2 rebreathing alarm. No patient harm reported.